Event description:
It was reported that the system was removed due to vegetation on the leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. (B)(4) the medial segment of the lead was returned and analyzed. No anomalies were found. However, the defibrillator conductor was distorted. The distal conductor had blood/body fluid (not obstructed). The inner tubing was kinked/buckled. The outer tubing overlay had cosmetic environmental stress cracking. The exposed defibrillator coil had a white substance. Visual analysis revealed apparent explant damage. (B)(4) the medial segment of the lead was returned and analyzed. No anomalies were found. However, all conductors had blood/body fluid (not obstructed). The outer insulation had a white substance and a cosmetic depression. The lead was stretched. Visual analysis revealed apparent explant damage.